Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 16th june 2021 getinge became aware of an issue with axcel surgical light. As it was stated, the ceiling cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the ceiling cover should not be missing and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse, as far as getinge is aware. Per the investigation of the subject matter experts at the manufacturing site root cause of missing ceiling cover was impossible to define. Such cover is not recommended by maquet sas. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with axcel surgical light. As it was stated, the ceiling cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.